Event description:
The manual cot broke apart during a vehicle accident. A patient was on the cot at the time of the accident and received minor injuries. The emt who was riding in the back of the ambulance received severe injuries. Adverse consequences were reported but the severity of the injuries are unknown.